Event description:
It was reported that during a da vinci s sacrocolpopexy procedure, the jaws of a maryland bipolar forceps instrument do not align. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One grip was bent, causing a side to side misalignment of the grips. There was a .050 offset at the instrument's tips, indicating overloading at the tip. Failure analysis concluded the damage was likely due to mishandling / misuse. Electrical continuity testing was performed and passed. Additional observations not reported were scratches on the surface of the distal pulley. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also noted. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.